Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? How was the procedure completed?

Event description:
It was reported that during an open rectal cancer procedure, the device could not cut and the staple line deployed. The rectum was transected with cs40g before that. The surgeon removed the staples and made purse. A new device was used to complete the anastomosis. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(6). Additional information received; what confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Were there any staples missing from the staple line? -not reported. What was the shape of the staples (b-formation, irregular, legs straight)? -unk. How was the procedure completed? -used new device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.